Event description:
It was reported that a button on the customer's insulin pump became stuck. The customer stated that he drilled a hole in the pump in order to get the button unstuck. His blood glucose level was 232 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip and feeling keypad overlay.